Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on (B)(6) 2022, that the consultant was using this during a case and the outer sleeve and drill sleeve wont engage. They have replace these items a few times now and still are damaged, the only thing left to try is to replace 03.122.056 to see if its this aiming device that is damaging the drill guides. Event outcome/how was it managed? It was reported to the company: the surgeon opened another instrument tray. There was no surgical delay due to reported event. There was no consequences to the patient. This report is for one (1) philos aim-device w/nose. This is report 1 of 1 for complaint (B)(4).